Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramps / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and menstrual disorder ("unusual menstrual cycles"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2017. At the time of the report, the abdominal pain lower, abdominal distension and menstrual disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower and menstrual disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramps / pain') in a 38-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemic, nausea, tiredness, braxton hicks contractions, insomnia and weight gain. (B)(6) 2017-pathology report: gross description: a)the specimen is received in formalin, labeled with the patient name and labeled as right fallopian tube with essure implant is a cylindrical portion of tissue measuring 6.0 cm in length and ranging from. 5 to 1.0cm in diameter, two silver coils measuring 0.8 and 2.0 cm in greatest dimension are removed along with a wire measuring 18.0 cm in maximum dimension. B) the specimen is received in formalin, labeled with the patient name and labeled as left right fallopian tube with essure implant is a cylindrical portion of tissue measuring 7.0 cm in length and ranging from 0.8cm in diameter along with separate fimbria measuring 2.5 x 2.0 x 1.5 cm. Silver coils measuring 3.5 cm and metallic wire measuring 11.0 cm. Previously administered products included for contraception: nor-qd. Concurrent conditions included ringing in ears, peripheral swelling, pain in extremity, ankle swelling, discomfort, pain ankle, headache, blurred vision, menstrual cycle shortened, fever, chills, congestion nasal, sore throat, upper extremity mass, vision decreased, toe injury and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstrual disorder ("unusual menstrual cycles"), pelvic pain ("pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia/ I had lot of clots"), migraine ("migraines / headaches"), headache ("migraines / headaches / random headaches"), nausea ("nausea"), dyspareunia ("dyspareunia painful sexual intercourse"), fatigue ("fatigue,") and abdominal pain ("pain in my abdominal region") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal distension, menstrual disorder, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, fatigue and weight increased outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-3 coils visible on right and 3 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2012: impression: normal non contrast .. Hysterosalpingogram - on (B)(6) 2017: bilateral fallopian tube occlusion with essure device in place. Right essure device may be more distally positioned within the tube.. Ultrasound scan vagina - on (B)(6) 2017: impression: echogenic structure at the uterine fundus periphery, compatible with tubal ligation device.. X-ray limb - on (B)(6) 2012: impression: soft tissue swelling about the second and fourth digits of underlying bony abnormality. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received - new event pain in my abdominal region was added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramps / pain") in a 38-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemic, nausea, tiredness, braxton hicks contractions, insomnia and weight gain. (B)(6) 2017-pathology report: gross description: a)the specimen is received in formalin, labeled with the patient name and labeled as right fallopian tube with essure implant is a cylindrical portion of tissue measuring 6.0 cm in length and ranging from0.5 to 1.0cm in diameter, two silver coils measuring 0.8 and 2.0 cm in greatest dimension are removed along with a wire measuring 18.0 cm in maximum dimension. The specimen is received in formalin, labeled with the patient name and labeled as left right fallopian tube with essure implant is a cylindrical portion of tissue measuring 7.0 cm in length and ranging from 0.8cm in diameter along with separate fimbria measuring 2.5 x 2.0 x 1.5 cm. Silver coils measuring 3.5 cm and metallic wire measuring 11.0 cm. Previously administered products included for contraception: nor-qd. Concurrent conditions included ringing in ears, peripheral swelling, pain in extremity, ankle swelling, discomfort, pain ankle, headache, blurred vision, menstrual cycle shortened, fever, chills, congestion nasal, sore throat, upper extremity mass, vision decreased, toe injury and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstrual disorder ("unusual menstrual cycles"), pelvic pain ("pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia/ I had lot of clots"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia painful sexual intercourse") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal distension, menstrual disorder, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-3 coils visible on right and 3 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2012: impression: normal non contrast .. Hysterosalpingogram - on (B)(6) 2017: bilateral fallopian tube occlusion with essure device in place. Right essure device may be more distally positioned within the tube.. Ultrasound scan vagina - on (B)(6) 2017: impression: echogenic structure at the uterine fundus periphery, compatible with tubal ligation device.. X-ray limb - on (B)(6) 2012: impression: soft tissue swelling about the second and fourth digits of underlying bony abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramps / pain") in a 38-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemic, nausea, tiredness, braxton hicks contractions, insomnia and weight gain. On (B)(6) 2017 - pathology report: gross description: a)the specimen is received in formalin, labeled with the patient name and labeled as right fallopian tube with essure implant is a cylindrical portion of tissue measuring 6.0 cm in length and ranging from0.5 to 1.0cm in diameter, two silver coils measuring 0.8 and 2.0 cm in greatest dimension are removed along with a wire measuring 18.0 cm in maximum dimension. B) the specimen is received in formalin, labeled with the patient name and labeled as left right fallopian tube with essure implant is a cylindrical portion of tissue measuring 7.0 cm in length and ranging from 0.8cm in diameter along with separate fimbria measuring 2.5 x 2.0 x 1.5 cm. Silver coils measuring 3.5 cm and metallic wire measuring 11.0 cm. Previously administered products included for contraception: nor-qd. Concurrent conditions included ringing in ears, peripheral swelling, pain in extremity, ankle swelling, discomfort, pain ankle, headache, blurred vision, menstrual cycle shortened, fever, chills, congestion nasal, sore throat, upper extremity mass, vision decreased, toe injury and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menstrual disorder ("unusual menstrual cycles"), pelvic pain ("pain"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia/ I had lot of clots"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia painful sexual intercourse") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal distension, menstrual disorder, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-3 coils visible on right and 3 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2012: impression: normal non contrast. Hysterosalpingogram - on (B)(6) 2017: bilateral fallopian tube occlusion with essure device in place. Right essure device may be more distally positioned within the tube. Ultrasound scan vagina - on (B)(6) 2017: impression: echogenic structure at the uterine fundus periphery, compatible with tubal ligation device. X-ray limb - on (B)(6) 2012: impression: soft tissue swelling about the second and fourth digits of underlying bony abnormality. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received: vents hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), migraines / headaches,dyspareunia (painful sexual intercourse), pain, fatigue, weight gain were added. Lot number, suspect drug stop date added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.